Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the previously submitted report section b5 was incomplete, section b5 is- the patient also alleged visualization of particles in tubing/chamber. The patient also alleged of having headache. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of grey dust-like contaminant on air outlet of rear panel, black residue inside of sd card flip door, indeterminate black and brown flakes under top enclosure, grey dust-like contaminants behind front panel, white dust-like contaminants and white hair-like objects near air inlet of blower box, white dust-like film observed on top of blower box, indeterminant black particles on blower box, grey dust-like particles inside bottom enclosure, white dust-like contaminants observed on top of blower. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device was hooked up to power supply, airflow was verified and the device operated properly. The device's event logs were downloaded and reviewed. The manufacturer found 1 instance of e-154 and 1 instance of continue error e-172. The manufacturer concludes there was evidence of dust-like contaminant on air outlet of rear panel, black residue inside of sd card flip door, indeterminate black and brown flakes under top enclosure, grey dust-like contaminants behind front panel, white dust-like contaminants and white hair-like objects near air inlet of blower box, white dust-like film observed on top of blower box, indeterminant black particles on blower box, grey dust-like particles inside bottom enclosure, white dust-like contaminants observed on top of blower. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown.